Event description:
It was reported that during a thyroidectomy procedure, the surgeon noticed that small white particles fell out of the devices jaws. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.